Manufacturer narrative:
Correction: section b5 - missing information added.

Event description:
Programming changes were made to address the issue.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor exhibited post sensed t-wave over-sensing and under-sensing. No intervention was performed. The patient was in stable condition and will be continue to be monitored.